Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history indicated that loss of cartridge detection had occurred. During testing, the pump dispensed insulin during the load cartridge phase. Eval revealed that the force sensor was unable to detect force due to broken force sensor pins.

Event description:
During eval the force sensor pins were found to be damaged.